Event description:
Per the clinic, the patient developed a staph infection and was treated with intravenous and oral antibiotics. The device was explanted on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report.